Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. High waste bag pressure alarms occurred at the beginning of two consecutive routine hemodialysis treatments which could not be recovered by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 50cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. The reported alarms are indicative of lack of dialysate flow to the cycler and do not suggest a malfunction occurred. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.